Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed, and the buttons were unresponsive. The customer stated that the buttons did not begin to respond without a battery change. Instructed the customer to remove the battery for five minutes and to reinsert a new battery, but the insulin pump still had a frozen display. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with blank display due to faulty lcd drive. Unable to test for unresponsive keypad/button due to blank display.